Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer provides any symptoms regarding high blood glucose such as throwing up and passing out. The customer was treated by intravenous and medicine. Troubleshooting was done for high blood glucose. Customer was unable to give bolus due to button issue. Customer also stated that the insulin pump had blank display and keypad anomaly. Troubleshooting was done for keypad anomaly and display did not return after troubleshooting. The insulin pump will be returned for analysis.